Event description:
The user facility reported that the device deflated 80 minutes into the procedure without warning, causing blood to appear in the surgical field. The tourniquet cuff was changed to the other channel of the device, and the blood was cleaned up. The procedure was completed successfully. There was no clinically significant delay, and there were no adverse consequences.